Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an image failure. The issue was observed during a colonoscopy procedure. The procedure then had to be abandoned and re-started again with another device. No patient harm was reported with this event.

Manufacturer narrative:
The device has not been returned to olympus for an evaluation and the customer¿s allegation has not been confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had an image failure which caused the procedure to be abandoned and re-started again with another device. It is evident that the procedure was re-started with another scope and this is not a true procedural cancelation/abandonment. The time taken to switch out scopes is likely to be short in nature, and the patient is not at high risk of events during a short delay. Additionally, it was stated that no patient harm was reported with this event. Thus, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.